Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while remaining vigilant for any future malfunctions.